Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2007 where a constrained modular head and constrained acetabular liner were implanted. Subsequently, a revision procedure was performed on (B)(6) 2011 due to recurrent dislocation. The modular head was removed and replaced with a plus 12mm neck size. The acetabular liner was removed and replaced with competitor product. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #8 - "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report filed february 23, 2011.